Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because the reported phenomenon could not be duplicated. It was ported that the power was turned on when the device was plugged in with a wall socket. Based upon the information, omsc surmised that power supply could affect the reported event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, sometimes the image on the subject device disappeared. When the user connected the power cord of the subject device to wall outlet, the image on the subject device appeared properly. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Other detailed information was not provided. There was no report of patient injury associated with the event.